Event description:
It was reported that, during reverse shoulder surgery, a glenosphere inserter broke inside the patient. The broken piece was buried in the implant and could not be retrieved. A finishing impactor was used instead to fully seat the implant. No delay was caused as a consequence of this problem. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the product has not been received at the aus site for evaluation and photographs were not provided, so the complaint could not be confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identified no similar reported events for this device or for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. As the device has not been received for evaluation, a definitive root cause could not be determined. The complaint alleges no injury to the patient nor a delay during surgery. It could not be determined whether the device contributed to the reported event. The rss glenosphere inserter is a reusable instrument expected to be used across multiple surgeries. The threaded tip of the instrument is screwed into the glenosphere in order to handle the implant during insertion. The tip of the instrument could break off if excessive bending force were applied to the inserter while assembled to the glenosphere. As the instrument is reusable and used during multiple surgeries, another possible cause is wear and tear to the tip during normal use. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Manufacturer narrative:
H3, h6: this complaint was re-opened as the product has been received at the aus site for evaluation. The complaint was confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. - complaint history review: the complaint history review identified no similar reported events for this device or for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. - risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. - DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. - CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. - device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. - product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. - visual evaluation: visual examination of the part found that the threaded tip on the reusable instrument was broken off, the reported event was confirmed. Visual evaluation of the rss glenoid inserter found that the threaded tip on the reusable instrument was broken off, the reported event was confirmed. The rss glenosphere inserter is a reusable instrument expected to be used across multiple surgeries. The threaded tip of the instrument is screwed into the glenosphere in order to handle the implant during insertion. The tip of the instrument could break off if excessive bending force were applied to the inserter while assembled to the glenosphere. As the instrument is reusable and used during multiple surgeries, another possible cause is wear and tear to the tip during normal use. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed. H3, h6 (type of investigation, investigation findings, investigation conclusions).